Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a hip labrum surgery, when the anchor was entered (the 4th) and the spear was removed there were four sutures instead of three. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed based on the customer-provided picture. Visual evaluation of the customer provided photo noted four suture strands. Based on the information provided, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error. As it was the fourth anchor placed, it could be possible that the flat end of another anchor's shuttle link became wrapped around or stuck to the guide when it was withdrawn from the site.